Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #11, it was verified its non- osseointegration. Thirtyfive ncm of primary stability was achieved. The patient presented insufficient bone quality/ quantity (bone type iii).